Event description:
The patient arrived at the peds hematology/oncology clinic for IV chemo treatment via port access. When an attempt was made to access the port, resistance was noted with scant blood return. When the access needle was removed, blood and saline squirted out of where needle was placed. Needle access was reattempted with the same results. The patient was crying and was sent to peds radiology for chest flouroscopy that showed the catheter for the port had disconnected from the port and migrated inferiorly into the hepatic vein. The patient underwent catheter removal surgery by interventional radiology at another hospital. This particular port had been placed in during the summer last year. In the late spring of this year, the patient had experienced a port malfunction where it had fractured and migrated slightly from the stem portion of the port. This was repaired operatively by the same surgeon who originally placed it.